Manufacturer narrative:
A ge service representative performed an on site investigation. A broken wire in the interconnect cable was repaired. The system was then found to be operating as intended.

Event description:
The customer reported the monitor displayed black images. No report of patient injury.